Event description:
The fe reported that the system locked up during use. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The ups batteries were evaluated and replaced. The system was tested and found to be working as intended and put back into service.